Event description:
It was reported that the patient presented in the clinic for a regular device follow up. Upon interrogation, it was noted that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.